Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog and lot numbers both unknown. (B)(4)

Event description:
It was reported (via FDA medwatch) that a (B)(6) -year-old hispanic female patient who underwent an unknown procedure with unspecified mentor saline breast prostheses on (B)(6) 2007 experienced the following: "I started to notice that I was really tired and doctors couldn't explain why. I started gaining a lot of weight. In 2016 I became allergic to wheat. Two weeks ago I went to the ER because I couldn't breathe and my ear was hurting. They found heart problems and I couldn't spend the night to get a stress test. For two months I was dizzy, tired, had blurry vision, my left breast hurt, I had headaches, and can't sleep. I went to my surgeon. He denied it was the implants. I don't smoke, drink or do drugs. Just yesterday I had my implants removed and I woke up fresh and ready to go, something I haven't felt in years." As a result, the patient underwent bilateral explantation on (B)(6) 2018. No product issue was reported for the breast prostheses. On 05/09/2018, mentor received additional information about the event from the patient. The patient reported the following: ¿a year after I got my implants I started to go down hill, my health that is. I started to feel weak all the time. I couldnt loose weight, I started gaining weight and when I would exercise I didnt have strength to do it. I went to many doctors and they said that my thyroid was slow. I had this pain on my left breast the whole time. I told [the doctor] about it he dismissed it. I was loosing my eye sight. I was getting weaker and weaker to the point that I couldn't get off my bed. I dragged myself to do anything. I have proof that my doctor told me my heart was getting close to a heart attack. My skin was itchy all the time. I would get electric pain inside my body.¿ in addition, the patient reported that her right breast is hard and potentially capsular contracture. This medwatch report is for the left breast prosthesis.